Event description:
Caller reported a cartridge alarm occurring during the load process, with confirmation that it did not cause blood glucose levels to exceed 500 mg/dl. Despite previous cartridge alarms, this was a new issue for caller without prior reports for the specific pump serial number involved in this instance. Customer was provided guidance on using the replacement pump, which was sent by technical support to address the alarm issue and included updated software. Technical support instructed caller on returning the faulty pump and discussed steps necessary for starting use of the replacement. There was no adverse impact to the customer¿s blood glucose level.